Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary leakage, urgency, mixed incontinence, vulvar itching and burning, vulvar atrophy, urethral hypermobility, discomfort, scarring, recurrent posterior and anterior vaginal wall prolapse, abdominal pain, urinary tract infection, small bowel obstruction, adhesions, dysuria, urinary retention, hematuria, vaginal discharge, urinary hesitancy, nocturia, strains to urinate, weak stream, dribbling, and recurrent infections. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00209